Event description:
Patient allergy lcs ti ni; allergy cement. Doi: (B)(6) 2020; dor: (B)(6) 2022 unknown side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device was not returned. All available photos were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.